Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ceramic tip of the inner sheath falls inside the patient during a therapeutic holmium laser enucleation of the prostate surgery. The tip was able to be completely removed from the patient with forceps causing a delay of less than thirty minutes. The procedure was completed with an olympus back-up device. There were no reports of patient harm.